Event description:
Additional information was received indicating that x-ray imaging was performed, however, no lead anomalies were observed. During the explant procedure, insulation damage was visually confirmed.

Manufacturer narrative:
The reported events of insulation damage, sensing noise and low pacing impedance were confirmed. The lead was returned for analysis in three complete pieces. Visual examination confirmed external insulation abrasions breaching all lumens found proximal to the suture tie impression. One of the right ventricular ethylene tetrafluoroethylene cable coatings was abraded and the inner coil polytetrafluoroethylene liner was abraded. The cause of the reported event was isolated to external abrasion exposing the inner coil and right ventricular cable consistent with friction to the device can.

Event description:
During a remote follow-up, episodes of oversensing due to noise and low pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.